Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedance measurements on both the right atrial (ra) and right ventricular (rv) lead leads associated with this pacemaker spiked to high and out of range, triggering an alert on the patient's remote monitoring system. Boston scientific technical services (ts) discussed this was likely due to a connection issue and discussed options for programming optimization. The patient later presented to the emergency room where the device was checked by a field representative. Other than three impedance spikes, culminating in the lead safety switch, impedance measurements remained within normal range. The system was later surgically abandoned and replaced. No additional adverse patient effects were reported.